Event description:
It was reported that a monarc subfascial hammock implanted to treat stress urinary incontinence caused the patient "persistent and intense urinary tract infections and severe pain when sitting or cleansing her pelvic area." No additional information was provided.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.